Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was related to user (hcp) handling as the file states that according to the file, user handling caused the event. Based on this information, the device did not cause/contribute to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched upon insertion. The lens was removed and replaced during the initial procedure. An enlarged incision was required during the procedure. It was reported that user handling caused or contributed to the event.